Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm and a motor error alarm on the insulin pump. The customer's blood glucose at the time of call was unknown. Troubleshooting was performed. The customer stated that the motor error alarm occurred during an infusion set change. The customer stated that she pressed the act button, and, after releasing the button, the piston in the insulin pump kept going. Advised the customer that the insulin pump needed to be replaced. Advised to discontinue use of the pump and revert to the back-up plan per healthcare provider's instructions. Informed customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms or motor error alarms were noted during testing. The insulin pump had no button response due to flattened dome switches. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.